Event description:
It was reported that the patient lost efficacy of the superion indirect decompression device and was no longer experiencing pain relief and was scheduled to undergo an explant. Imaging was performed and confirmed the proper positioning of the device. The patient was placed under general anesthesia and during the explant procedure the physician noted scarring and bony overgrowth at the l3-4 spine and was unable to access the device. The physician decided to abort the procedure after 40 minutes. The patient is recovering and was discharged. No device will be returned as it remains implanted.